Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose levels over 509 mg/dl at the time of the incident. The customer stated that the insulin pump failed the audio test. They changed the volume from one to five but the sound remained same. The insulin pump will not be returned for analysis.